Manufacturer narrative:
Additional contact information: pharmacy information: (B)(6).prescriber information: (B)(6).

Event description:
Information was received indicating that a cadd ms3 pump using a cadd ms3 cartridge had something stuck in the push rod chamber of the cartridge. It was reported the end user was having a severe skin reaction to the plo gel formula d, the area where the plo gel was placed reportedly blistered and the end user broke out. Per reporter the skin irritation seems to be healing and the pump was replaced. Remodulin 10mg/ml; orenitram 5mg, orenitram 1.0mg. Dose;12 ng/kg/min subcutaneous orenitram dose 11 mg three time daily: oral. Continuous (B)(6) 2021 to current. Lot 2101926; 2101844, expiration date (B)(6) 2022; (B)(6) 2023. Lot 2102020, expiration date (B)(6) 2022. Pulmonary arterial hypertension (pah).

Manufacturer narrative:
Additional contact information: pharmacy information: (B)(6). Prescriber information: (B)(6).

Event description:
Information was received indicating that a cadd ms3 pump using a cadd ms3 cartridge had something stuck in the push rod chamber of the cartridge. It was reported the end user was having a severe skin reaction to the plo gel formula d, the area where the plo gel was placed reportedly blistered and the end user broke out. Per reporter the skin irritation seems to be healing and the pump was replaced. Remodulin 10mg/ml; orenitram 5mg, orenitram 1.0mg. Dose;12 ng/kg/min subcutaneous orenitram dose 11 mg three time daily: oral. Continuous (B)(6) 2021 to current. Lot 2101926; 2101844, expiration date 11/30/2022; 04/30/2023. Lot 2102020, expiration date 11/20/2022. Pulmonary arterial hypertension (pah).